Manufacturer narrative:
Correction: h6 correction h11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not reproduced. The device was sent for flow line perform downstream occlusion testing and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the force sensor values were found out of range which is a known cause for the reported problem. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not reproduced. The device was sent for flow line perform downstream occlusion testing and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test in the biomedical service department. There was no patient involvement. No additional information is available.